Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the mouthpiece was loose due to rotation stress of the water supply connector when attached to the scope connector. Upon further inspection, it was observed that the acoustic lens (probe) was peeled due to physical stress or by applied chemical stress. It was also observed that water tightness was lost due to deformation of the scope connector. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive of the bending section cover had a chip, a crack and was detached due to chemical or physical stress. It was also observed that the ultrasonic connector had corrosion due to water leakage caused by water invasion in the device. It was observed that there was a chip in the adhesive area between the acoustic lens and the ultrasound probe due to a handling problem. It was also observed that the paint on the air and water cylinder was peeled due to deterioration caused by handling. Lastly, a scratch was observed on the following unit components due to physical stress caused by a handling problem: acoustic lens. Switch box and on the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope had an unspecified defect to the scope connector (including boot/ protector). There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the probe was detached which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the ultrasonic probe itself was also peeled off due to the fact that the adhesive on the ultrasonic probe was peeled off. Since this defect has not been confirmed to occur frequently, it is thought to be an accidental failure or a failure due to handling. The root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: "do not apply shock to the tip of the endoscope, especially to the ultrasonic probe or lens surface. It may cause abnormalities in ultrasound images and endoscopic images. Do not hold the ultrasonic probe while holding the insertion tube. Doing so may damage the ultrasound probe and prevent normal ultrasound images from being drawn." Olympus will continue to monitor field performance for this device.